Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve sets leaked lipids from ¿port 2¿. The was identified during unspecified process steps. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information/correction: additional information was received from the customer indicating this event did not occur on (B)(6) 2022 (as reported on initial), but did occur on a different date (unknown). This report is a duplicate of manufacturer report number 1416980-2022-02505. All information can be found under manufacturer report number 1416980-2022-02505. Should additional relevant information become available, a supplemental report will be submitted.